Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported mechanical jam of the clip (clip arms repeatedly moved from the 180 degree position) could not be replicated in a testing environment as the clip was implanted and not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for reported mechanical jam. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the clip arm actuation issue resulting in irregular movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After the clip delivery system (cds) was advanced to the mitral valve, the clip was opened to 180 degrees and the handle was retracted to grasp the leaflets, but the clip would close to about 60 degrees. Nothing changed on the knob, but the clip arms repeatedly moved from the 180 degree position. This was observed both under fluoroscopy and under echocardiogram. The clip was implanted successfully, the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.